Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the lead was explanted due to a systemic infection. The patient condition was fine after the procedure.